Event description:
The customer reported the image from the subject device was fuzzy. The issue occurred during an unspecified diagnostic procedure. There was no patient or user injury reported. No further information was available. The device was sent to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. During inspection and testing, service found the angulation was low. The right/left and up/down angulation control knobs were loose. There were dents on the distal end plastic cover. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.